Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the undetected upstream occlusion alarms which were not reproduced. The upstream sensor fluid numbers were found low and out of specification. When the fluid numbers are slightly low, it is possible for the device to not detect an occlusion. The failed upstream sensor was replaced. (B)(4).

Event description:
During baxter's evaluation of a spectrum pump, the device failed to detect an upstream occlusion. There was no patient involvement.